Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a it was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician deployed the first flange of the stent. After deployment, the physician felt that the first flange was not its usual shape. Reportedly, the first flange deployed in a balloon shape. The second flange could not be deployed, so the physician attempted to remove the delivery system with the stent still partially deployed. While the physician was removing the delivery system, the second flange of the stent deployed in the scope channel. The scope was removed with the stent fully deployed in the working channel. The procedure was successfully completed the next day with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a hot axios stent was returned for analysis. A visual examination of the device noted that only the stent was returned; the delivery system was not returned. The visual inspection identified no issues or damage to the stent. The reported deployment issues are consistent with operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the axios stent. It is possible that excessive force was applied when the catheter was retracted under friction resulting in the premature deployment of the stent. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a it was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician deployed the first flange of the stent. After deployment, the physician felt that the first flange was not its usual shape. Reportedly, the first flange deployed in a balloon shape. The second flange could not be deployed, so the physician attempted to remove the delivery system with the stent still partially deployed. While the physician was removing the delivery system, the second flange of the stent deployed in the scope channel. The scope was removed with the stent fully deployed in the working channel. The procedure was successfully completed the next day with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.